Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had bio identification slow login. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid was slow to respond and fail to read finger. A field service engineer tested the bio ID functionality using the test application and observed that the first scan was quick and successful. However, during the second attempt, the ID blinked twice and displayed a "spoofed finger" message. User noted that this double blink behavior was contributing to slower login times for staff. Initially, version 9.5.41224 was installed on each machine, which was upgraded to version 9.6.41389. Checked the driver version in device manager and found it remained at 1.2.3.20 before and after the upgrade. This issue was observed following bd¿s software upgrade to med station version 1.8 for all users. Although no harm occurred, the login process was noticeably slower for staff in both the test application and production environment. After the package upgrade, user tested the bioid multiple times and confirmed that the login process had become much smoother. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had bio identification slow login. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.